Event description:
Patient has been discovered to have azygos coil fracture. His azygos coil was originally implanted due to high defibrillation thresholds.what was the original intended procedure?aicd generator change.